Event description:
(B)(6) company dental air polisher glass/plastic powder reservoir cover exploded under air pressure while being used and shards were scattered about the operatory. Thankfully, no employees nor the pt were hit or injured. We shut the operatory and removed the device, and the fragments. We will measure line pressure and report our findings to manufacturer. Scary. We were lucky. Used daily on several pts. Body of polisher where failure occurred is not subjected to heat sterilization. Dates of use: less than 1 year of service.